Manufacturer narrative:
Product event summary: analysis of the device memory was performed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: the device met 92% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that there was high defibrillation thresholds on the right ventricular (rv) lead. The rv lead remains in use and a new subcutaneous patch was implanted. It was further reported that the implantable cardioverter defibrillator (ICD) was replaced due to premature battery depletion. The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.